Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurately high results. The reporter obtained blood glucose values of 8.8mmol/l on a lfs meter and 1.9mmol/l on another meter within 10 minutes of each other, for a difference of .690 mmol/l/min. This complaint is being reported for the following reason: based on statistical methodology, the change in blood glucose at a rate of .690mmol/l per minute exceeds the maximum acceptable value of .056mmol/l per minute for results compared to another meter without intervention. The reported results did not meet lifescan's acceptable accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/30/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.